Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 458 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error after infusion set change. The (B)(6) stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of 458 mg/dl and treated with manual injection. The (B)(6) declined high blood glucose troubleshooting. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not expected to return for analysis.